Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 34 mg/dl. A ambulance arrived and the technicians treated the patient by given them a glucose gel. The pod was worn between 36 and 48 hours on the ribcage. The patient was attended to for about 1 hour. The pod was discarded.